Event description:
It was reported that the impedance was 283 with high threshold. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - all insulators breached. Full lead returned and analyzed.